Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a single out of range shock impedance measurement of more than 200ohms on the right ventricular (rv) lead. Additionally, it displayed an alert to check the left ventricular (lv) lead. A review of the stored records showed a gradual increasing trend in the rv lead and lv lead pacing impedance measurements. A physician reprogrammed the rv lead to unipolar configuration. No adverse patient effects were reported and the system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a single out of range shock impedance measurement of more than 200ohms on the right ventricular (rv) lead. Additionally, it displayed an alert to check the left ventricular (lv) lead. A review of the stored records showed a gradual increasing trend in the rv lead and lv lead pacing impedance measurements. A physician reprogrammed the rv lead to unipolar configuration. No adverse patient effects were reported and the system remains in service.